Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported unexpected restart. Blood glucose was 155 mg/dl. Customer was not able to clear alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart error test or unexpected restart error test or general - unexpected restart alarms, reset time or date anomaly after change battery noted during testing. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, cracked case at reservoir tube window corners, stained address or serial number label and stained end cap sticker.